Event description:
It was reported that during the implant attempt the lead was measuring an impedance of 1900 ohms and dislodged twice. It was also reported that the helix failed to extend and retract. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The lead was returned with fully extended and bent helix. The helix can not be retracted due to distal conductor distorted within the connector. The distal conductor had blood/body fluid (not obstructed); helix/lobe distorted/bent; blood in/on helix/lobe mechanism and in/on helix/lobe mechanism (sleeve head). Tip seal observation and damaged at implant.